Event description:
Clinical study: same case as #6000089-2005-01553, same pt as #6000089-2005-01551. It was reported that 96 days after a coronary artery drug eluting stenting procedure, the pt required a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 90% stenosed bifurcated portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x20mm drug eluting stent in the target lesion. Lesion 2 was a 3.00mm, 90% stenosed portion of the 1st diagonal (1st diag). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion with a 2mm overlap of the stent placed in the prox lad. There were no complications. The pt was discharged the next day on plavix and aspirin. 96 days after the initial procedure, it was reported that the pt required a tvr. Balloon angioplasty was performed in the 1st diag for proximal edge restenosis and to the prox lad. There was no restenosis of the lad. The patient was discharged the next day. In the opinion of the physician the relationship of the tvr of the 1st diag to the taxus stent is unknown and the relationship of the tvr in the lad is probable.

Event description:
It was further reported that target lesion 1 was located in the proximal left anterior descending artery at the origin of the 1st diagonal was 16mm long with stenosis of the main branch proximal and distal of the ostium of the side branch. Target lesion 2 was located in the ostium of the 1st diagonal and was 20mm long. Bifurcation stenosis of the proximal lad and 1st diagonal were treated with placement of the taxus stents in the proximal lad and in the 1st diagonal using the crush stenting technique, reducing the stenosis to 0% folowing post-dilatation. Ninety six days after the initial procedure, the pt was admitted for cardiac catheterization to evaluation symptoms of recurrent angina. Left coronary angiography on the day of admission revealed 80% ostail stenosis of the 1st diagonal the previously placed stent in the proximal lad was noted to be patent. Simultaneous balloon angioplasty of the 1st diagonal and proximal lad was performed, reducing the stenosis in the 1st diagonal to 0%. Atropine sulfate was administered during the procedure for the treatment of bradycardia and hypotension. The pt was discharged the next day on continued aspirin and plavix therapy.